Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 350 mg/dl. The customer was treated with pin for high blood glucose. Customer stated that he did a fill tubing and did not see insulin exiting the tubing. The customer had already ran high pressure test before calling and did get a no delivery when he ran the test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer will monitor the insulin pump and change infusion set.